Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that door 3 sub drawer 1 would not register as closed. The back panel was opened for inspection, and two screws were found at the bottom of the back panel. The drawer was removed to inspect the screws that held the solenoid, which were missing and causing a misalignment. The screws were re-tightened, and the device was successfully tested in the hardware test application. The issue was successfully resolved. The system functioned as intended after the field service engineer repaired the device.